Event description:
It was reported that the asymptomatic patient presented to clinic and non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made and the issued was resolved.